Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after placement sterile water leaked from the foley catheter. Pre use checks of the balloon were normal. Upon inserting the balloon, urine flow was observed. When distilled water was added to the balloon, leakage occurred in the vicinity of the connection point. Using a different product resulted in no issues.